Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the unit has an automatic inflation fault. There was no harm to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) after replacing the 5000-hour maintenance (d040-00-0147) package, the equipment will return to normal, dust the whole machine. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The equipment was cleared for customer use.

Event description:
N/a.